Event description:
It was reported that the device would not operate on battery power and was displaying all the service icons. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the analog pcb assembly and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was a cracked capacitor, designator c177. The customer received replacement device.